Event description:
The customer reported the cable has loose contact and the displayed values are unreliable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed a loose stress relief. Customer's complaint regarding the values being unreliable was not duplicated. The sedline module was fully functional. The psi measurement was comparable to a known good sedline module, no performance issue was observed, and no loss of measurements were observed during testing. Customer's complaint regarding loose cable stress relieve was duplicated. The stress relief cover was loose, which is a cosmetic defect. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Initial reporter phone # is entered as "0000000000" to meet the maximum allowable characters. Initial reporter phone # is 40741034515.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the cable has loose contact and the displayed values are unreliable. No patient impact or consequences were reported.